Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's navigation ring was not working. There was no patient involvement.

Manufacturer narrative:
MFR received date: 05sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and initially found that the unit did not have any cracked parts. However, it was later discovered that the front bezel was cracked. The fse later noted that there was no record of repairs made the unit. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.